Event description:
On (B)(4) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter was reading inaccurately high compared to another device (onetouch ultra2). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 8:45 p.m., on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿101 mg/dl¿ with the subject meter and ¿61 mg/dl¿ with the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with insulin pump therapy and advised that in response to the alleged issue, she administered her usual dose of medication based on a sliding scale (specific dose not reported). The patient reported that she ¿passed out¿ and unknown time after the alleged issue occurred. The patient stated that emergency medical services (ems) were contacted and that upon their arrival, her blood glucose was measured at ¿14 mg/dl¿ on their device. The patient advised that she was then taken the emergency room (ER) where a health care professional (hcp) treated her with IV glucose at 9:45 p.m., on (B)(6) 2017. At the time of troubleshooting, the csr established that the unit of measure was set correctly on the subject meter, that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. It was also noted by the csr that the patient did not have testing supplies available to test the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after administering insulin based on the meter result obtained with the subject device.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.